Event description:
A patient reported blood glucose results of 129 mg/dl with a lifescan meter and 167 on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Patient also reported visiting the physician and was given medication for diabetes. However, there is insufficient informaiton available to determine if meter caused a serious injury. Sending a letter to attempt to contact the patient.